Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed autoimmune disorder. During visual inspection of the device no apparent damage could be observed. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2019. On (B)(6) 2020, mentor received additional information about the event. The patient developed cellulitis in right breast. After the right breast prosthesis was removed, the wound was irrigated, a drain was placed in the patient¿s right breast, and debridement was performed. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 550cc gel breast prostheses and suffered several unexplained systemic symptoms, including hives, joint pain, stomachache, headaches, chronic pancreatitis, liver problems, esophagus problems, migraines, insomnia, back pain, inability to work, unable to remember things, anxiety, inability to eat, malnutrition, malabsorption, and severe pain in the right breast. The patient also reported that she was diagnosed with autoimmune diseases in 2013. The root cause of the patient¿s symptoms is unclear. In addition, the patient reported that on (B)(6) 2019, she went for an adjustment when she heard a pop. An ultrasound performed on (B)(6) 2019 confirmed rupture of the right breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.